Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. Unit had partial display anomaly, dark display anomaly due to corrosion on the lcd/b. The m/b, I/b and rf/b had moisture damage. Unit uploaded properly using carelink. Unit had cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that there was cracked on the threading of the battery cap area. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.